Event description:
It was reported that the customer experienced high blood glucose in the 400 to 499 mg/dl and received no delivery alarms on the insulin pump. The alarm was resolved by a complete set change. There were no noticeable kinks in the infusion set. Customer's most recent blood glucose at time of the report was 268 mg/dl. Troubleshooting for high blood glucose could not be performed at the time of this report as insulin pump was not present. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.